Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the measurements performed on the pacing system analyzer (psa) indicated that the amplitudes were unstable and partial undersensing occurred. Additionally, the pacing impedance were unstable and reached high out of range values. There were also reports of loss of capture (loc) intermittently and noisy signals. Another lead was implanted in the same position as the reported lead, and measurements were as expected. As a result, the reported lead was not used. No adverse patient effects were reported. The lead is expected to return for analysis.